Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified mid to distal left anterior descending (lad) artery. A 2.25x12mm promus premier¿drug eluting stent was advanced to treat the lesion. However, the catheter broke at the distal end of the shaft.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 212mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination of the mid-shaft section found 2 kinks; 1 at the port bond skive and the second 15mm proximal from the port bond skive. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified mid to distal left anterior descending (lad) artery. A 2.25x12mm promus premier drug eluting stent was advanced to treat the lesion. However, the catheter broke at the distal end of the shaft.